Event description:
Olympus customer service was informed that the customer 4k autoclavable camera head was returned to the service center for a reported ¿bad image¿ during preparation for use. Upon inspection and testing, the camera head was found to have a bad image with an e224 scope communication error displayed on the screen. No patient injury or harm was reported.

Manufacturer narrative:
The customer¿s reported issue was confirmed as an error e224 is displayed on the screen which was due to a defective cable unit. Additionally, the camera had cosmetic scratches on the body, focus ring and coupler. The camera head was last serviced via repair in december 2021 due to a broken adapter. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an e228 error for image abnormality, which occurred due to a faulty cable unit. However, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.